Event description:
Complainant alleged that the medics were defibrillating a pt (age and gender unknown). They had successfully defibrillated the pt four times. The first shock was administered at 200 joule, the second at 300 joules and the last two shocks at 360 joules. Upon the medics fifth attempt to defibrillate the pt, the device displayed a "poor pad contact" error message. The medics checked the electrodes and all connections, and all appeared securely attached. The medics then replaced the electrodes with a fresh set of pads, and tried to defibrillate the pt again, but they still received the same error message. The medics then obtained a second device and defibrillated the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.